Event description:
Case description: on an unknown date, patient experienced needle stick injury, which caused hospitalization (dates were not specified) and the intervention required for the event as a result vaccination(not specified) had been commenced. Investigation results: novofine® - batch unknown no complaint sample was received for investigation; however, photos were received. The photos were examined but no conclusive investigation could be made based on them. No investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following: investigation results were updated. Imdrf code was updated. Narrative was updated accordingly. Final manufacturer's comment: 18-mar-2024: relevant information on needle name, batch number, user of the device, training from health care professional on device usage and injection technique are unavailable for complete assessment. The suspected needle or needle from same batch / package has not been sent to novo nordisk for evaluation. Returned photos were examined, however, it is not conclusive. Batch number of device is not available, no batch trend analysis performed. With limited information regarding the handling of suspected device, it is not possible to identify a clear root-cause of the experienced injection site injury. Considering the nature of the event, injection site injury could be related to incorrect technique in product usage process. H3 continued: evaluation summary no complaint sample was received for investigation; however, photos were received. The photos were examined but no conclusive investigation could be made based on them. No investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) needle stick injury [injury associated with device]. Case description: this serious spontaneous case from the united kingdom was reported by an other health care professional as "needle stick injury(needle stick/puncture)" with an unspecified onset date, and concerned a (age and gender not reported) patient who was treated with novofine (needle) from unknown start date for "device therapy." The patient height, weight and body mass index (bmi) were not reported. Dosage regimen of needle, unspecified: not reported. Medical history was not provided. Concomitant products included - ozempic(semaglutide) solution for injection, 1.34 mg/ml. On an unknown date, patient experienced needle stick injury, which caused hospitalization (dates were not specified). Batch number of novofine: not reported. Action taken to novofine was reported as other. The outcome for the event "needle stick injury(needle stick/puncture)" was not reported. Preliminary manufacturer's comment: 29-jan-2024: relevant information on needle name, batch number, user of the device, training from health care professional on device usage and injection technique are unavailable for complete assessment. The suspected needle or needle from same batch / package has not been sent to novo nordisk for evaluation. No conclusion reached.